Event description:
Alleged the foot section would not lower due to the pt control board sending a signal that moved the foot section up unintentionally.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.